Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the patient was admitted to the hospital in 2009, with an st-segment elevation myocardiac infarction (mi) and was taken to cath lab. There was residual 99% stenosis in the proximal obtuse marginal between its ostial origin and the leading proximal edge of the previously-placed stent. The patient was treated with percutaneous transluminal coronary angioplasty and another stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - myocardial infarction and restenosis are known possible outcomes of coronary stenting procedures, and are listed in the product instructions for use as potential adverse events. It appears that the hospitalization was related to the patient effects and subsequent revascularization procedure. There was no note of any difficulties experienced during the index procedure which could have contributed to the patient effects. Thus, though a cause for the patient effects and the relationship to the sds, if any, cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.